Event description:
The customer reported that the device shut down during a diagnostic procedure while the patient was under sedation involving an olympus colonovideoscope. The intended procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction scope communication error e216 was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it shuts down and scope communication error e216 was due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.